Event description:
Impedance measurements were greater than 4,000ohms one day after implant and the patient felt no therapy. The patient underwent a surgical a revision of the device system, during that time the physician was not able to remove the lead out of the extension. The screws were unbolted but the lead was unable to be extracted from the extension. Damage was detected. The lead and extension were replaced. The device was working efficiently and the patient was doing fine.

Manufacturer narrative:
Final device analysis for lead 3487a-33 revealed a procedure non conformance. The proximal end of the connector was not completely seated in the extension. Final device analysis for extension (B)(4) revealed all the conductors were broken 11.3cm from the proximal end. There was coiled wire in the body. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lot number for product ID 3487a-33 was determined to be 0206945057.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 748951, serial# (B)(4), explanted: (B)(6) 2013, product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.